Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the right corner of the screen that ran further down into the screen. The customer did not know how the damage occurred. The blood glucose reading was 191 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.